Event description:
It was reported by service report that the siderail was stuck in the low position due to a damaged assist cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.